Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further info becomes available, gyrus scmi will continue the investigation and update the agency accordingly.

Event description:
It was reported that the device failed in the middle of the procedure. It did not have any image display on the monitor. The user performed all the recommended checks, and was unable to improve the conditions. The pt was sedated throughout the troubleshooting period. The procedure was eventually aborted due to the camera unit that failed without any pt injury.